Event description:
A patient was originally treated for a subtrochanteric hip fracture in approximately 2010. On an unknown date, the patient complained of pain. It was discovered that the hip of the patient was falling into varus (sagging). Avascular necrosis of the hip was reported. Explant surgery was performed on an unknown date, reported as over a month ago. When the surgeon explanted the device, it was discovered that the trochanteric nail was broken in two places. The nail was broken at the inferior junction of the helical blade port. The surgeon performed a total hip replacement on the patient. It was reported that the surgery was successfully completed. This report is for unknown screws. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for an unknown screws, quantity 2. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.